Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: broken item. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: not performed as the anspach hd long attachment is an OEM product. Complaint history review: a review of complaints in catsweb and trackwise related to p/n long-hd , lot number k1312091148 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Broken item.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken item.